Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor failed per specifications due to high readings.

Event description:
It was reported that the customer's insulin pump went into threshold suspend when his blood glucose level was above the threshold suspend limit. His sensor glucose reading was 41 mg/dl, when his blood glucose level was 250 mg/dl. The customer was concerned his insulin pump would shut off when he had a high blood glucose level. The insulin pump was not communicating with the transmitter. He could not calibrate his insulin pump. The product will return. Nothing further to report.

Manufacturer narrative:
Reference medwatch 3004209178-2015-92417 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.